Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left tibial artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the sheath over the iliac confluence and into the left femoral artery. Next, the catrx was advanced into the left tibial artery and aspiration was performed. After completing two passes in the vessel, the physician was removing the catrx to exchange it out for a balloon catheter when the catrx fractured in half in the vessel. The physician attempted to advance a snare device through the sheath to remove the fractured portion of the catrx; however, the snare device would not advance through the sheath. Therefore, the snare device and sheath were removed, and the sheath was found to be ovalized at the midshaft. It was reported that the physician performed a cutdown surgery of the left side for an endarterectomy of the femoral artery and removed the fractured piece of the catrx.. The procedure was completed using a balloon catheter and a new non-penumbra sheath. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the left tibial artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath (6fr). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the sheath over the iliac confluence and into the left femoral artery. Next, the catrx was advanced into the left tibial artery and aspiration was performed. After completing two passes in the vessel, the physician was removing the catrx to exchange it out for a balloon catheter but encountered resistance and the catrx fractured in half in the vessel. The physician attempted to advance a snare device through the sheath to remove the fractured portion of the catrx; however, the snare device would not advance through the sheath. Therefore, the snare device and sheath were removed, and the sheath was found to be ovalized at the midshaft. It was reported that the physician performed a cutdown surgery of the left side for an endarterectomy of the femoral artery and removed the fractured piece of the catrx. The procedure was completed using a balloon catheter and a new non-penumbra sheath (7fr). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 09/26/2024: 1. Section b. Box 5. Describe event or problem 2. Section h. Box 6. Device code 1 and device code 2. H3 other text : placeholder.